Event description:
It was reported, during an implant procedure, positioning difficulty was encountered; the lead handed off to the physician was too short, as the patient had severely enlarged right atrial. Consequently, this lead was withdrawn and a competitor's brand lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Primary analysis findings: no anomalies found, lead functionally normal.